Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism malfunction (to retract) or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
(B)(6). The customer reported that the needle never retracted.